Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary: photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it could be observed a partial part of the device which is in used condition, one of the anchor is already deployed, also water drops can be seen on the sleeve. The white sleeve is damaged. No structural anomalies in the applier needle could be found. The original packaging is not shown in the photos. A manufacturing record evaluation was performed for the finished device lot number: 9l84513, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the sleeve and plate condition, this complaint can be confirmed, the customer reported a damaged unused device, however the device is shown completely out of its original packaging, therefore the out of the box damage cannot be substantiated, also, the white sleeve shows water drops on it. A possible root cause for the reported damages, can be attributed to procedural variables, such handling of the device, or product interaction before procedure; the device could have been mishandled while it was being unpacking and consequently cause the device damage and the red trigger activation, therefore the plate was released, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported from colombia that during an orthopedic procedure on (B)(6) 2023 it was observed that the white elastic covering the needle was broken and with the suture outside on the truespan 0 degree peek device upon opening its package. During in-house engineering evaluation of the photos received from the customer, it was determined that the a partial part of the device was in used condition with one of the anchor already deployed, white sleeve was damaged and water drops could be seen on the sleeve. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.